Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect suretrak2 medium clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site representative that their medium suretrak clamp had a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.